Event description:
It was reported that the customer has been having multiple problems with the insulin pump. The caller stated that the battery is not lasting very long. The caller stated that insulin pump had a crack on the casing. The caller also stated that the insulin pump was over delivering insulin. The caller stated that the customer programmed a bolus of 1.0 units, but the bolus history shows that she received 9.6 units. The customer's blood glucose levels dropped to 29 mg/dl after receiving the bolus. The caller did not want to troubleshoot at the time of the call, and wanted the insulin pump replaced. However, the customer's insulin pump had been misplaced and was currently using a back up insulin pump. The caller stated that he will look for the customer's insulin pump, and call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.